Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip becoming caught in the chordae and being implanted in place. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The transseptal puncture was difficult due to a floppy septum. Several transseptal punctures were made. The final puncture height had a height of 3 cm. Despite this low puncture height, the physician decided to proceed. A xtw mitraclip was advanced to the left atrium but alignment with the valve was not possible due to the transseptal height. The anterior knob and "+" knob were added but were unsuccessful in aligning the clip. M-knob was added and grasping was attempted but the clip became caught in the medial chordae. The clip could not be removed from the chordae despite troubleshooting, so it was implanted in place while also grasping the leaflets. No further intervention was performed. The procedure ended with unchanged mr grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) and difficult or delayed positioning are due to procedural conditions. The reported mr is a cascading event of the entrapment of device. Additionally, mr is listed in the IFU as a known potential complication associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.